Event description:
Customer reported via phone, she was experiencing high blood glucose over 600 mg/dl all day until she changed her set and it lowered to 140 mg/dl. Blood glucose at time of the call was 409 mg/dl. Customer's symptoms were hard time breathing, lethargic, and regurgitated. Troubleshooting was performed. Customer declined checking for the presence of air bubbles in the tubing or reservoir. Customer was unable to remove/change set at the time but it was determined the cannula was not bent. High pressure test was not performed since customer did not have tubing clamp. Tubing clamp was sent to the customer and was advised to call back to performed high pressure test. The insulin pump is returning for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a missing end cap sticker, scratched display window, cracked battery tube threads, and a cracked reservoir tube lip.